Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 458 mg/dl. The customer did not mention how they treated high blood glucose levels. The customer was assisted with trouble shooting a bent cannula and believes that caused the high blood glucose levels. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.